Event description:
The device was applied a laparoscopic cholecystectomy procedure. Reportedly, the obturator sleeve disengaged into the pt. The hsp has reported the component was retrieved laparoscopically without incident.